Event description:
Removal of endosseous dental implants. Two implants were placed in sites #30 and #31 (class iii) bone on 3/18/97 during a highly complex procedure during which bone augmentation was done using autogenous bone. The clinician reports that the pt had limited interocclusal opening and was a gagger. The implants were removed on 4/28/97 due to mobility.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.